Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer encountered a freeze on the programmer and after rebooting and completing a check a message was displayed on the programmer stating that emergency hard key was available. No patient complications have been reported as a result of this event.